Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The suture detachment was confirmed as a needle to cuff miss. Although it was reported that the suture was detached, the event is classified and analyzed as needle to cuff miss as the difference between the two failure modes is often not discernable to the user. The reported suture detachment/suture retrieval issue and subsequent treatment appears to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with the first proglide device was attempted in the calcified right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi). The arteriotomy was 6fr. Reportedly, when the plunger was retracted, the suture was "parted and only still a little part of the white suture was visible". Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 16fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided..